Event description:
Caller alleged false positive tni (troponin) results. Results as follows: (B)(6): patients admitting diagnosis - chest pain, elevated troponin. Date: (B)(6) 2011. Time: 12:20. (Ref. 0.0-0.06) triage tni: 0.08, (ref. 0-400) d-timer: <100, (ref. 0-100) bnp: <5.0. Lipase: normal, protime 22.6 (ref. 9.6-13.6), chem. Prof. - normal. Final diagnosis unknown.

Manufacturer narrative:
Product support previously conducted testing of (B)(4) in another case with the following results. Product support tested cal z (neg ctrl) and cal h (pos ctrl) on retained sob lot w49000 devices. Observations were for tni recovery. The customer complaint of discrepant tni results or possible false positive was not observed with the negative or positive control samples. No error codes or device issues were observed. Error codes provided by customer were for the tni and ckmb spots. When an error code is given all values should be ignored and the sample should be rerun. No product deficiency was established. No sample was returned for testing; product support was unable to verify the customer's result. Product support could not rule out any sample specific or environmental factor that may have affected analyte recovery. This issue will be tracked and trended to detect any further occurrences. As of (B)(4) 2011 there are 2 complaints for sob lot w49000. Corrective action not required at this time.